Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffers from pain and elevated metal ion levels. Update - (B)(6) 2014. Asr revision reported via sales rep, right, dor - (B)(6) 2014. Added surgeons name and sales rep information. Reason(s) for revision : update rec¿d (B)(6) 2014 - medical records received for right hip revision. Upon revision, purulent material, corrosion on the trunnion, and dried out gray-brown-appearing tissue were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.